Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-feb-2025. Investigation summary: "bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm - unknown was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm - unknown with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm - unknown. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that before using the bd vacutainer® flashback blood collection needle, foreign matter was observed on the needle tip on two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reported facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® flashback blood collection needle, foreign matter was observed on the needle tip on two (2) units. No adverse impact was reported regarding the patient or user.